Event description:
When the nurse entered the post-opertive patient's room to perform a routine assessment of the patient, the nurse noted fresh blood coming from the patient nasogastric tube. The suction interruptor was in excess of 200 mm hg. The nurse turned off the suction and obtained a new interruptor. Bleeding spontaneously resolved after several hours.* 41: device tested by engineering - suction exceeded 300 mm hg; this model is unable to be repaired. Device discardeddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.